Event description:
It was reported the day after implant that there are potential issues with the patient's right atrial (ra) lead. A transmission indicated potential ra lead pacing capture and sensing performance concerns. The information was provided for review. No changes have been made and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.